Event description:
A bipap autosv device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation additionally, the service technician also noted a dust fail contamination and has a presence of error code e30 err_motor_spinup_flux_high, e66 err_stuck_encoder_b, e55 err_therapy_queue_full, e65 err_stuck_encoder_a, e63 err_stuck_knob_key, e21 err_motor_vbus_high, and e101 err_humig_temp_max. The device was scrapped.